Event description:
The lay user/patient's spouse contacted animas on (B)(6) 2012 to report that the patient's pump kept powering off. The patient's wife reported that the alleged power issue began the evening prior. At the time of the call, the patient's blood glucose was tested and it was reported to be '537 mg/dl'. The patient was unable to confirm if he had any symptoms at the time. The patient's wife informed customer support that she was taking care of the patient since he had a stroke and heart attack on unspecified dates prior to the call. The reporter did not have syringes at home at time of initial call. During a follow-up call, the reporter confirmed she purchased syringes and the patient's blood glucose went down to '199 mg/dl' after giving him an injection. At the time of troubleshooting, the reporter confirmed the battery cap was damaged and was not able to secure it to the pump. The reporter confirmed the battery cap was original to the pump and had never been replaced. It was noted that the battery cap was missing a metal contact, there were 'holes' in the top of the cap, and 'chunks' of the battery cap were missing. It was confirmed there were no signs of moisture or corrosion on the battery or inside the pump's battery compartment. At the time of the call, the reporter was educated regarding changing battery cap as recommended in the owner's booklet. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: the pump black box showed several unexplained power events. The battery compartment was observed to be cracked. The battery cap threads were found to be stripped and slot was damaged making the cap unusable. There was no corrosion found in the battery compartment. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.